Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and right ventricular (rv) lead. It was noted that the lead safety switch (lss) was triggered due to the high impedance measurement which switch the lead polarity to unipolar. Boston scientific technical services (ts) reviewed the remote home monitoring system data and found the pacing impedance reached greater than 2000 ohms once nine months earlier and triggered the lss. Shortly after that the pacing impedance increased back to greater than 2000 ohms and remained there. Further review found oversensing of noise leading to non-sustained events and pacing inhibition with asystole greater than two seconds. The clinic noted that the noise was reproducible with maneuvers. At this time the physician chose to extend the av delay, program polarity switch off and leave the rv lead programmed to bipolar pacing and sensing. No additional adverse patient effects were reported.